Event description:
It was reported that the patient presented in clinic for a novel implantable cardioverter defibrillator (ICD) implant procedure. During the procedure, it was found that the set screws for the right ventricular and left ventricular leads failed to be tightened. The physician completed the procedure using an alternate ICD on 22 apr 2021. The patient's condition was unknown.

Manufacturer narrative:
The reported event of unable to tighten set screw was confirmed. Final analysis found the set screw stripped due to procedural damage. No anomalies were found.